Event description:
During an ablation for right ventricular outflow tract tachycardia, with activity triggered by a bloom stimulator, fvt occurred and degenerated to vf, with the first rf application delivered. The vf was terminated with external cardioversion. With the second rf application, vt occurrred, which spontaneously terminated. The pt is reported to be in good condition. No sequelae.